Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 9f amplatzer talisman delivery system was chosen for a procedure. During the procedure, while advancing the catheter, resistance was encountered, and the delivery system was subsequently noted to be kinked. The delivery sheath had been inspected for damage, kinks, or obstructions prior to use and was prepared and flushed in accordance with the IFU. The operator experienced difficulty advancing the sheath, suggestive of some anatomic resistance; however, no tortuous anatomy was specifically identified. When resistance persisted, the interventional cardiologist enlarged the access point using a scalpel to facilitate continuation of the procedure. This intervention was not considered an emergency and was not required to prevent permanent impairment or death. The sheath was removed, at which time the kink was observed. The issue was noted while attempting to advance the sheath within the delivery system. The device had come into contact with the patient. The patient remained hemodynamically stable throughout the procedure, and no clinically significant delay was reported. There were no allegations related to abbott devices used, device sizing, or device performance.